Event description:
It was reported that there was a malfunction resulting in the tidal volume not being achieved during a case. The gas module and patient circuit were replaced and switched to manual bag mode and completed procedure. There was no patient injury.

Manufacturer narrative:
The end user resolve the issue. There was no ge healthcare repair. Block a: no patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.